Event description:
During a typical atrioventricular nodal reentrant tachycardia (avnrt) with ensite precision system, transient atrioventricular block occurred during a radiofrequency ablation. The rhythm returned to normal after a few minutes with no intervention needed. The patient is stable in sinus rhythm. There are no alleged performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.